Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported corneal flaps where thinner than expected during lasik flap generation. Surgeon felt the flaps were thinner than programmed. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Review of the logfiles for the day of treatment shows during start up the calibration checks were performed without any issue. The user left the system in standby mode for more than five hours before treatment of the first patient, and no new energy check was performed. During the complete day there were no relevant error or warning messages. No further abnormalities can be identified. The field service engineer (fse), arrived onsite and was not able to reproduce customer reported event. Fse replaced laserhead as a preventive measure, and successfully completed system verification to specification. Laserhead was not responsible for thin flap. No technical root cause could be determined as the system is performing within specifications. (B)(4).